Event description:
It was reported that the patient was admitted to the emergency room (ER) due to a lead integrity alert (lia). The right ventricular (rv) lead was found to be oversensing short v-v interval, noise, and t-waves. Tachyarrhythmia therapy was disabled on the device and the lead is scheduled to be evaluated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.